Event description:
On february 9, 2012, intuitive surgical received a copy of medwatch uf/importer report (B)(4) from the FDA, which contained the following information: event desc: a piece of the jaw of the harmonic curved shears broke off in the patient during surgery. The piece was removed by the surgeon, intact, with no harm to the patient. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)

Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the device is returned or if additional information is received.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the curved blade was broken off. Evidence of contact was found at the pin on the clamp arm. No other damage was found. There are no components in the harmonic ace curved shears instruments or inserts that meet the definition of medical sharps.